Manufacturer narrative:
(B)(4).

Event description:
The patient reported past issue of bladder retaining 11% of urine. The patient did not know when it began. The cause was unknown. Patient was working with a urologist in the past, and it was brought up with a manufacturer representative, so a test was done, which showed the retention. The hcp (healthcare provider) prescribed centura medication two times per day, which patient had taken for 2 years. She empties her bladder every night. Event date was unknown and notify date was in 2013. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.